Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation: zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing and defib shock testing using known good test paddles without duplicating any malfunction to the device. Review of the log did see evidence of the reported problem but does not indicate a device malfunction. The log showed the device was in a check pads state when the paddle shock button was pressed. In a check pads state, the device will not be able to deliver a shock as it is not detecting a valid patient impedance. The log showed the device was capable of delivering a shock multiple times using paddles when the device detected a valid patient impedance. There are multiple factors outside of a device malfunction that can cause a check pads state such as but not limited to poor connection between the patient and the paddles, poor connection between the paddles and the multifunction cable or multifunction cable and the device, or an issue with the paddles themselves. The paddles used were not returned to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.